Event description:
Related manufacturer reference number:3006705815-2022-17618. Related manufacturer reference number:3006705815-2022-17865. It was reported that during a lead revision on (B)(6) 2022 [related manufacturer reference number: 1627487-2022-05732], a portion of the lead was unable to be removed due to scar tissue. The header of the ipg was also damaged during the procedure resulting in the replacement of the ipg. Additionally, the patient experienced weakness in their left hand following the procedure. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.